Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the neurostimulator migrated laterally. It was unknown what led to the issue. An impedance check was performed with all normal results. Due to this a pocket revision surgery was scheduled for april 14th where the hcp planned to leave the same battery implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.